Manufacturer narrative:
No product will be returned for eval. This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported that he experienced a "bed period of blood sugar problems" due to leaky infusion sets. The lot number of the infusion sets was not available, and pt was sent a different product as replacement. Pt did not respond to a request that was mailed, and no additional info was available. Pt did not require treatment from a health care professional or second party to address the issue. No product will be returned for eval.